Event description:
It was reported when the patient presented in clinic for routine follow up, noise and a magnet reversion episode were observed on a previous transmission. Isometric testing was recommended. It was noted that the patient works on electrical panels. No repeated episodes were detected.